Event description:
Pt was transported from the ICU to the cath lab. The pt appeared to be being ventilated as there was chest movement. When the pt was stuck to insert the catheter the arterial blood was dark, indicating a low oxygen saturation. A pulse oximeter was connected and the patient's oxygen saturation was 46%. The patient was ambu-bagged and oxygen sturation improved to 83% and then 96%, which is the level it was in the ICU. The pt was connected to a different ventilator and the oxygen saturation levels were maintained. The catheterization procedures were completed, and the pt was transferred to another hospital for open heart surgery. The pt expired at the other facility before the surgery was completed. Hospital personnel reported this as a possible device malfunction, because the patient's oxygen saturation levels were low when connected to the device but increased when ambu-bagged, and were maintained on a different ventilator.